Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was brought in for a follow-up after noise and oversensing was observed through remote monitoring. During the follow-up, noise, oversensing and pacing inhibition were confirmed. The noise could not be reproduced during the follow-up. High, out of range pacing impedance measurements were observed on the left ventricular (lv) lead and competitor right ventricular (rv) lead. Boston scientific technical services (ts) indicated that the noise was a result of minute ventilation oversensing. As a result, the sensor was programmed off. No adverse patient effects were reported.